Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Right lateral tibial bearing 9x71 catalog 195779; right medial tibial bearing 9x71 catalog 195849.

Event description:
Patient underwent a right knee revision procedure due to tibial loosening and pain. The tibial components were removed and replaced.

Manufacturer narrative:
No devices were received; therefore, the condition of the components is unknown. Review of the device history record identified no deviations or anomalies. This device is used for treatment. The components were reviewed for compatibility with no issues noted. Complaint history reviewed. No further actions are required as pain is subjective to the patient and the other report of loosening was possible caused by user error. No additional reports identified for this lot number. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No corrective actions, preventive actions, or field actions resulted after investigation of this event.